Event description:
On (B)(6) 2009, the pt called for assistance during the change the cartridge procedure for her insulin infusion device. During the process, the pt stated she had a few air bubbles in her cartridge which she was working on. She then reported the entire cartridge of insulin spilled into the cartridge chamber of her device. The proper procedure to change the cartridge was reviewed with the pt. She was advised to switch to her backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.